Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9600 system would not fluoro. No patient injury was reported.